Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate medwatch report was filed for the second valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep resulting in severe paravalvular leak (pvl). An attempt was made to snare the valve into a higher position, but was unsuccessful. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. During the first and second implant, and electrocardiogram (ECG) indicated ventricular fibrillation. The conduction disturbance occurred and resolved several times. After the implant of the first valve, an occlusion was confirmed at left main trunk (lm) but resolved without treatment. After the implant of the second valve, the occlusion reoccurred. A percutaneous coronary intervention (pci) was performed, but did not resolve the occlusion. Subsequently a coronary artery bypass graft (CABG) was performed. It was suspected that the coronary artery occlusion was due to a thrombus or plaque, as there was no evidence that the valve had occluded a coronary artery. Approximately two weeks post implant, the patient died. Per the physician there was no alleged product issue related to the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.